Event description:
Pt¿s son-in law states that since the leads were implanted in 2008, the pt has been having issues. Reporter notes that the patient¿s leads are wearing out and that on multiple occasions despite the downloaded data of the defibrillator indicating it went off, the patient did not receive any shocks. At present, pt was admitted to the hospital on (B)(6) 2021 because his body is reacting with the metal in the defibrillator and rejecting the device. Reporter states that pt has developed an infection around the pacemaker and the preliminary findings of the echo indicate possible infection on the leads. Reporter states that infection is also in the patient¿s bloodstream. Of note, reporter states that 1 day ago his wife was made aware of a lead recall by the doctor but that when questioned further alleges the doctor back tracked and stated they were to only monitor the pt. Reporter states that through his own research, did he find a category 1 recall of a series of st. Jude leads and has not been made aware of the recall. Reporter also states that he has not been able to ascertain whether the pt¿s lead is part of the recall due to lack of device information. Reporter also states that the pt was originally implanted with a st. Jude pacemaker that was replaced with this new unknown pacemaker and that the st. Jude leads were left implanted. Reporter states that there is no issue with the pacemaker and that the leads suspected to be the cause.